Event description:
Clinical study. Same case as MDR 6000089-2005-01870, and 01871. Same pt as MDR 6000089-2005-01413, 01414, 01415, 01594, 01595, 01596. It was reported that 88 days after a coronary artery drug eluting stenting treatment procedure the pt experienced congestive heart failure (chf). The index procedure treated two target lesions. The pt was prescribed plavix prior to the index procedure. Target lesion 1 was a heavily calcified, bifurcated region of the mid left anterior descending artery (lad). The length of the lesion was noted to be greater than 20.0 mm. The physician performed provisional t-stenting of the lesion and placed two taxus express2 8.8% stents. Stent #1 in the main vessel was 3.5 x 32 mm taxus express2 stent. Stent # 2 distal to the main vessel was a 2.75 x 32 mm taxus express2 stent. There was no information provided regarding a third stent. All three stens overlapped. It is unk if any stents were placed in the side branch of the bifurcation, the 1st diagonal artery. Residual stenosis was less than 30% after implantation. Target lesion 2 was a heavily calcified, bifurcated region of the apical left anterior descending artery (lad). The length of the lesion was noted to be greater than 20.0 mm. The physician performed provisional t-stenting of the lesion and placed one taxus express2 8.8% 2.25x24 mm stent. A second unk stent was also placed overlapping the first. There was no info provided regarding stent# 2. It is unk if any stents were placed in the side branch of the bifurcation, the 2nd diagonal artery. Residual stenosis was less than 30% after implantation. The pt was discharged from the hosp 1 day post index procedure receiving beta blockers, ace inhibitors, nitrates, asa, thienopyradine antiplatelet, statins, insulin, and diuretics. The site reported that the pt experienced the onset of chf 88 days post index procedure. The pt was admitted 103 days post index procedure. The chf was resolved with unk residual side effects 112 days post index procedure. In the opinion of the physician there is a possible relationship between the taxus stents and the event. The pt was discharged from the hosp 120 days post index procedure in satisfactory/good condition.